Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) ag internal report (B)(4). Result of examination: during the analysis of the history files a flow alarm could be detected. It could not be identified, if the customer used a dropsensor or not. The sample was subjected to a visual and functional examination. A fuctional test was performed. The device fulfills the self test with a positive result and it was possible to bring the pump in operation. A test of the drop sensor which was send in too was performed. The drop sensor was connected to a pump from the service department. The same error could be comprehended. Immediately after starting the infusion, the error "flow alarm" could be detected. It could be comprehended that the drop sensor was defective, but the reason of the defect could not be clarified. The complaint could be confirmed. The pump operate within our specification, but by the defective drop sensor the error was occurred. The reason of the defective drop sensor could not be identified.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): "free flow"